Event description:
The patient received his ipg on (B)(6) 2010. It was reported the patient received two low battery flags. The physician decided to remove the ipg and replaced with a different model. No further complications were reported.

Manufacturer narrative:
Evaluation: results: the complaint was not confirmed. As received, the ipg communicated with lab equipment. A low battery warning was not observed. The ipg was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.